Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. The user reported that the collision control deactivated during an interventional cardiac exam. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was performed based on expert discussions (considering complaint description, cs reports, system history, system log files). During a procedure, the error message "collision control deactivated" was displayed and any stand movement was blocked. An on-site troubleshooting revealed that problem was caused by a defective motor controller module (mcm). The defective mcm was exchanged as part of service activity, which solved the problem. Further analysis confirmed that a sporadic hardware (hw) defect of the mcm caused the problem. The occurrence rate of this error was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.